Event description:
During a transurethral incision of bladder neck contracture, the "hot knife" electrode began to shred as it was moving in and out of the sheath by the surgeon. The hot knife was removed and a new one was used.